Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? What was the name of the initial procedure? What post op date did the patient return to the physicians office for follow up? What tissue location were the needle pieces located in? What date were the pieces removed? Can you confirm all 3 pieces were removed from the patient during the second procedure? Can you identify the product code of the vicryl suture used? What are the patients age, gender, weight, other medical conditions? What is the current condition of the patient? Answers: the tip of the needle broke of while suturing. Surgeon did not notice until follow up appointment where they did an x-ray. Noticed needle inside incision. Patient had to go back into surgery to remove portion of needle. Patient is doing fine. I do not know suture code but it was a vicryl suture on an sh needle.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The tip of the needle broke of while suturing, which was not noticed by the surgeon. The patient returned to physicians office for follow up on (B)(6) 2019. An x-ray was performed showing needle pieces inside the incision. An additional procedure was performed to remove the needle pieces from the patient. The current patient condition is reported as fine. Additional information has been requested.